Event description:
It was reported that this patient had previously received a single isolated episode of inappropriate shocks due to t-wave oversensing with their smart pass being turned off. The system was reprogrammed to a different sensing vector. The patient recently received additional inappropriate shocks due to t-wave oversensing again. Device reprogramming was discussed and the system is currently still in service. No adverse events were reported.

Manufacturer narrative:
This supplemental report is being filled to include additional device information. The system was reprogrammed to alternate sensing vector. The device's smart pass was turned off but was turned on using device manual set-up.

Event description:
This supplemental report is being filled to include additional device information. The system was reprogrammed to alternate sensing vector. The device's smart pass was turned off but was turned on using device manual set-up.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t wave oversensing. The smartpass (sp) feature was disabled. The system was reprogrammed to a different sensing vector. Then, this patient received additional inappropriate shocks due to t-wave oversensing. This s-ICD system was reprogrammed to alternate sensing vector. Additional information was received that the sp had been disabled seven times since implant. Technical services (ts) reviewed noting this patients heart rate, along with very small r waves were the cause. At the time this patient was last seen in clinic the sp was re enabled post magnetic resonance imaging programming and remains enabled. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t wave oversensing. The smartpass (sp) feature was disabled. The system was reprogrammed to a different sensing vector. Then, this patient received additional inappropriate shocks due to t-wave oversensing. This s-ICD system was reprogrammed to alternate sensing vector. Additional information was received that the sp had been disabled seven times since implant. Technical services (ts) reviewed noting this patients heart rate, along with very small r waves were the cause. At the time this patient was last seen in clinic the sp was re enabled post magnetic resonance imaging programming and remains enabled. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the decision has been made to keep sp feature off. This s-ICD remains in service.